Event description:
On 05/06/11 it was reported pm has recorded in the history of therapy episodes of noise both in the atrium and in ventricle. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).